Manufacturer narrative:
Mfg site name - freudenberg medical.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the device was opened but ¿not implanted¿ because the ¿product or packaging was damaged.¿ despite several attempts, the details of the product issue could not be ascertained. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on july 7, 2017: it was reported that the clip did not open and there were no issues noted to the packaging, seal and the shipment label.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the device was opened but "not implanted" because the "product or packaging was damaged." Despite several attempts, the details of the product issue could not be ascertained. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.